Manufacturer narrative:
Clavicular crush and five outer coil filars fractured were noted at 29.0 cm from connector pin. This is consistent with the observation from the field of noise issue. No other anomalies were found except procedural damage.

Event description:
New information states that the lead was explanted and returned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited noise during device interrogation in the emergency room. The lead was capped and replaced on (B)(6) 2018. The patient was stable.